Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and pocket stimulation. It was reported that the right atrial (ra) lead dislodged, exhibited non capture and undersensing of p waves. The lead was reprogrammed, turned off and subsequently explanted and replaced. No patient complications have been reported as a result of this event.